Manufacturer narrative:
The event is confirmed. Two pieces were returned. The balloon burst and split into two parts. A large part remained attached to the catheter and a smaller part fell off. A potential root cause could be due to "non-uniform thin sac and /or finish dip coverage. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "(3) be careful that the catheter is not exposed to ointments, contract medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils." They may damage the device and may burst balloon. (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon."

Event description:
It was reported that the catheter fell out due to balloon damage. This event occurred one day after the catheter insertion. It was later reported per email received from ibc representative on (B)(6) 2019, a balloon fragment was found in the bladder and removed.per email received from ibc representative on 23-may-19,the fragment came out of the bladder. It is unknown what happened after the fragment was found.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter fell out due to balloon damage. This event occurred one day after the catheter insertion. It was later reported per email received from ibc representative on (B)(6) 2019, a balloon fragment was found in the bladder and removed. Per email received from ibc representative on (B)(6) 2019,the fragment came out of the bladder. It is unknown what happened after the fragment was found.